Event description:
The customer reported connection issues between the surveyor central and the s4 telemetry devices. There was no patient injury reported. This incident was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and ondemand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The data and analysis provided by the surveyor central station is reviewed, confirmed, and used by trained medical personnel in the diagnosis of patients with various conditions. The investigation is currently on going. A supplemental report will be submitted with investigation findings.

Event description:
The customer reported connection issues between the survey or central and the s4 telemetry devices. There was no patient injury reported. This incident was captured under hillrom complaint ref (B)(4).

Manufacturer narrative:
During follow up it was confirmed that the customer had updated firmware on a customer owned cisco device, the upgrade caused an issue where not all data was transmitted on the wireless network. The software was rolled back to resolve the issue. The surveyor central station system is intended for monitoring of physiological signs, including cardiac and vital signs, for multiple patients within a medical facility. The system can receive, display and store data from up to a maximum of 64 multi-parameter patient monitors, mobile monitors, and/or telemetry systems. The system can support patient monitoring and telemetry monitoring modes simultaneously. Patient monitors can be surveyor s12 or s19 patient monitoring systems. Ambulatory telemetry transmitter and mobile monitor sources can be surveyor s4 systems. In patient monitoring mode, the patient monitors provide primary monitoring functionality while the surveyor central station system provides continuous secondary monitoring of patients including alarm reception and management, display and storage of parameters and waveforms including full-disclosure, automatic and ondemand generation of various printed reports using a network-attached printer. In telemetry monitoring mode, the surveyor central station provides primary monitoring of patients including display of values and waveforms, alarm generation and management, data storage, patient management and report printing functionality. Patients are monitored through telemetry, when moving in a defined area, of a variable size depending on layout and thickness of walls. In order to guarantee a proper signal transmission in each different situation, an antenna network can be installed according to customer needs. The data and analysis provided by the surveyor central station is reviewed, confirmed, and used by trained medical personnel in the diagnosis of patients with various conditions. There was no patient injury reported and it was confirmed that there was no device malfunction. The issue occurred during a planned update at the customers facility and the cause of the issue was with the customers network/ infrastructure. Therefore, hillrom does not consider this to be a reportable event.